Event description:
L&d reported that the mcroberts security system "my child positive identification kit" baby cord clamp ID number and the mother's arm band numbers do not match. My baby/mother ID system uses a umbilical cord clamp for the baby and an arm band for the mother. We/(B)(6) has three of these that the numbers do not match. The three have been identified prior to use and given to the rm department.